Event description:
It was reported that the device was unable to interrogate. The device was explanted.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported communication was verified in the laboratory and was due to a low battery. There were 255 hv charges initiated. However, the root cause for the excessive charges and premature depletion could not be determined.